Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it has been discarded. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose (bg) levels rose to greater than 250 mg/dl while wearing the pod between 4 to 24 hours. The patient reported administering a bolus, but their bg levels would not decrease. The patient removed the pod and administered a manual injection. The patient stated they felt less pain during insertion and noted the cannula was not properly inserted in the infusion site. Upon removal of the pod, the cannula was found to be kinked.